Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The french prestataire states "pain at the pod site and infection at the cannula insertion site upon pod removal" while the patient was wearing the pod on the abdomen for between 25 and 36 hours. No impact to the patient's glucose level was reported. No additional details were provided. A supplemental report will be given if new information becomes available.